Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left circumflex artery. After the lesion were crossed with a 3.5 non-bsc guide catheter, unknown guidewire and pre-dilated with a 2.5x20 balloon catheter, a 3.00x32mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, the tip of the stent struts were lifted up even after several attempts due to severe calcification. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.